Manufacturer narrative:
The patient information was not obtained; the reported cited the privacy act. The device was returned along with the detached tip assembly. The tip lumen had separated from the catheter at the ratchet stem. The tip lumen showed signs of stretching and the thumb slide was in the most distal position and not locked per the withdrawal procedure in the IFU. The stent had been deployed. The delivery system was exercised with no issues noted. Angiographic images were obtained. The images show that the stent was withdrawn into the introducer and the tip was trapped in the introducer with the stent. Images were not able to determine if a portion of the delivery system caught on the distal end of the stent. The physician reported that the thumb slide was moved back and forth multiple times before locking and initiation withdrawal. This atypical movement resulted in the tip becoming trapped in a stent or the ratchet catching on a stent. When the thumb slide was retracted and locked, the stent would have been trapped between the delivery system's sheath and the tip. The detached tip did not show any evidence of interaction with the stent or accessory device. The forces applied resulted in the detached tip. User error contributed to the malfunction.

Event description:
A stent was implanted and was followed by another stent. Upon removing the catheter, the physician felt tension and observed that the second stent was being moved from its original location. The stent became trapped by the tip and was withdrawn into the introducer. The tip detached due to the forces from the attached stent when the delivery system was moved proximally. The stent was left in place. The tip was retrieved with a snare device and an additional stent was placed between the two previous stents to ensure lumen clearance. It was reported that there was no effect to the patient.